Event description:
It was reported that the left ventricular lead exhibited a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory source report was received. Risk management specialist.